Manufacturer narrative:
(B)(4).

Event description:
On (B)(6) 2015, information was received from the patient in (B)(6) who was receiving an unknown drug via an implantable pump for chronic pain. The representative reported that this was a patient of (B)(6) hospital. The patient's medical history and concomitant medications were not provided. The patient's pump was broken "(ppm)." No patient symptoms were reported. Additional information has been requested regarding clarification if the pump and/or patient's programmer was broken, the medication type, concentration, dose, lot number, patient symptoms, interventions/troubleshooting, cause of the event, if the event required hospitalization, resolution and outcome but these were not available at the time of this report. If additional information is received, a follow-up report will be submitted.